Manufacturer narrative:
Investigation results: visual investigation: the product has cutting problem. Investigation is not possible due to that the product lost during internal transport. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Additional information: b5 - updated patient harm. H3 - yes, evaluation (device was located at a later date). H6 - codes updated. Investigation results: the error complained about by the customer could be reproduced. During the investigation it was determined that the locking mechanism of the cutting adjustment can be adjusted too easily. After disassembly the technician found a pin the was not flush. For this reason, the pin could not engage deep enough in the hole plate. The hole in the hole plate is slightly worn which had also influences on the function deviation. On the product surface there are some damages and corrosion visible. The fault contact with the battery could not be reproduced. Device history records: there are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - malfunction (report not later than 30 days). The assessment for the reportability of this malfunction was based on applicable risk analysis. Conclusion/preventive measures: the root cause cannot exactly be determined. The product has already been repaired several times by aesculap technical services (ats) in france. The drawing and the work plan did not reveal any deviation that could have caused this error. A review of the complaint history did not reveal any further complaints with the same error pattern. Upon review of the investigation results, a CAPA is not required.

Event description:
Update: patient harm was updated to "no patient hazard".

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga670 - acculan 3ti dermatome. According to the complaint description, there was a problem with cutting. In full cut, the latch has gone from 2mm to 3 mm. The selector jump too easily. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under (B)(4) reference (B)(4).